Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During insertion of the impella cp, the impella was primed and loaded onto the wire. However, they were unable to advance past the sheath. Buddy wire was attempted but the vessel was not tortuous and appeared stenotic at inflow. Single acces with a 23 french sheath was attempted but they were still unable to advance with the motor still in the sheath. Impella/wire was removed. Multiple attempts were made with no success and they were unable to advance past the sheath. The impella and wire were removed. Intravascular ultrasound was inserted which showed 70% stenosis extending the entire abdominal aorta to common. The impella was aborted. No patient harm was reported due to the issue.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Delivery issue: the root cause of the deliver issue was determined to be patient condition as the patient had stenosis and difficult anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.